Event description:
The representative later provided that no actions were necessary as the pump stayed implanted. The lioresal concentration was 500 mg/ml. On the day of implant, the daily dose was 100 micrograms / 24h and the patient had benefits. The actual dose not known. The pump's indication for use was multiple sclerosis (ms). Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no alleged product issue and no action required at this time. The pump was implanted but was "out of use by date (ubd)". No patient symptoms were reported. At the time of the report the patient's status was reported as alive-no injury. The pump remains implanted and in-service. It was note specified if diagnostic testing/troubleshooting occurred or the cause determined. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.